Event description:
It was reported that the insulin pump alarmed an error and that insulin was "squirting" out during the manual prime process. The blood glucose reading was 131 mg/dl. The customer's mother stated that the reservoir volume did not match the amount shown on the screen; the screen showed that the reservoir was full of insulin, but it only had 80 units left. During troubleshooting, it was found that insulin continued to drip after the caller had let go of the act button. She stated that there was a gap between the piston and the reservoir stopper. The insulin pump alarmed motor error after the customer successfully primed the infusion set. Advised return of the infusion set for analysis. The customer's mother was unable to get out of a loop on the insulin pump. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the rewind due to a corroded motor home switch. The insulin pump had a cracked case at the display window corner, minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.